Manufacturer narrative:
As reported by the (B)(4) registry, the physician experienced difficulty with the angioguard guidewire during the removal from patient. The filter became stuck on the stent causing damage to the filter membrane. Also, during the procedure the patient had episodes of hypotension that were treated with bolus of fluids. The patient is a (B)(6) male who was enrolled in the (B)(4) study for stenting of the proximal right internal carotid artery. The vessel was described as moderately tortuous. The rate of stenosis was greater than 80%. The length if the lesion was 24 mm. An angioguard was deployed distal to the lesion which was then pre-dilated with a 3x30 mm balloon and two precise stents were successfully deployed, overlapping, in the lesion. The stents were post-dilated with a 4x40 mm balloon. The angioguard capture device was then advanced through the stents for filter retrieval. After the filter was captured, the physician had difficulty withdrawing the filter through the stents as the filter basket became caught on the stent damaging the membrane of the filter basket. Eventually the stent system was removed and the procedure was successfully completed. The patient was neurologically intact although there were reported episodes of hypotension during the procedure with systolic blood pressure in the 60 to 80 range. The patient responded well to fluid bolus. The patient was discharged the next day. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, device interaction and procedural factors may have contributed to the reported event. Hemodynamic depression during carotid artery stenting procedures is a common event and is most likely related to coronary sinus reflex or vagal response. The vagus nerve enters the thorax between common carotid artery and subclavian artery and descends downward. During balloon inflation or stent deployment, pressure can be exerted on the nerve stimulating a parasympathetic response, i.e. Bradycardia, hypotension, heart block, asystole, etc. There is no evidence to suggest that this event is related to a manufacturing issue or defect of the device, but is likely related to vessel characteristics, patient and procedural factors. Please note that this medwatch report represents one of three products involved with this event which is associated with mfg. Report # 1016427-2012-00047, 9616099-2012-00278, and 9616099-2012-00279

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of three products involved with this event which is associated with mfg. Report # 1016427-2012-00047, 9616099-2012-00278, and 9616099-2012-00279.

Event description:
As reported by the (B)(4) registry, the experienced difficulty with the angioguard guidewire during the removal from patient. The filter became stuck on the stent causing damage to the filter membrane. Also, during the procedure the patient had episodes of hypotension that was treated with bolus of fluids. The patient is a (B)(6) male who was enrolled in the (B)(4) study for stenting of the carotid artery. The target lesion location was the proximal right internal carotid artery. The vessel was described as moderately tortuous. The rate of stenosis was greater than 80%. The length if the lesion was 24mm. An angioguard ((B)(4)/ lot 70811542) embolic protection device was deployed distal to the lesion. The lesion was pre-dilated with a 3x30mm balloon and two precise ((B)(4)/ lot 15521069 and (B)(4)/ lot 15177400) stents were successfully deployed, overlapping, in the lesion. The stents were post-dilated with a 4x40mm balloon. The angioguard capture device was then advanced through the stents for filter retrieval. After the filter was captured, the physician had difficulty withdrawing the filter through the stent as it filter basket became caught on the stent damaging the membrane of the filter basket. Eventually the stent system was removed and the procedure was successfully completed. The patient was neurologically intact although there were reported episodes of hypotension during the procedure with systolic blood pressure in the 60 to 80 range. The patient responded well to fluid bolus. The patient was discharged the next day with aspirin and clopidogrel prescribed.